Event description:
It was reported that there were reports of inflammation in the patient's eye suspecting an allergic reaction to the ultra cartridge that was used. Multiple attempts were made to obtain additional information from the customer; however, no further information was provided. The complaint product was not available from the customer.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.